Manufacturer narrative:
The unit passed rewind test; it failed prime/seating test. During the load process of the displacement test, the unit stopped loading sooner than expected. Upon further review, the motor slide was stuck to the motor sleeve and slide seal making it impossible for the motor to turn. Unable to perform the displacement, basic occlusion, force sensor, and occlusion tests due to the stuck motor. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm and insulin was exited. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.